Event description:
Pt reported that, after programming a bolus, the device did not produce confirmation beeps or vibrations, prior to dispensing insulin. Pt's blood glucose was not affected and no treatment was received.